Event description:
It was reported the patient felt a pain around one month post revision. Visited the hcp for examination early may and the x-rays showed shortening between the anchor plug and spindle as in the previous visit. No revision has taken place at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported) . (B)(4) cps sm spdl with pins 600lbf lot# 981260.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Insufficient information to perform compatibility check. X-ray review by third party hcp states that there is interval progressive decrease in the oss implant anchor plug-spindle distance and progressive backing out of a distal femoral screw with increasing periosteal new bone formation along the distal femur as noted. Complaint is confirmed via x-ray evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.